Event description:
It was reported that a device displayed an "error code 322" message. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device is question. A system error 322 was confirmed through review of the device history log. However, it could not be reproduced during the evaluation. The device was tested for 24 hours and no malfunction could be identified. Evaluation of known contributors to ec 322 has led to the determination that the upper and lower auxiliary were the failing components and requires replacement. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.